Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was almost 417 mg/dl at the time of the incident. The patient¿s current blood glucose was 410mg/dl. The customer reported that they changed set last night and woke up at 400mg/dl. They changed site again and still it was 400mg/dl. The customer had headache and nausea. They had treated it by bolusing. The drive support cap appeared normal (slightly indented). Performed high pressure test and it failed. It failed even after repeating the test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump had cracked reservoir tube lip and minor scratched display window.